Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a low blood glucose level of 28 mg/dl. Her transmitter was not working. She also had issues with her sensor and blood glucose level readings. Her insulin pump was not alerting her when her blood glucose levels were going low. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.